Manufacturer narrative:
(B)(4). Review of several still angio images revealed that an endurant stent graft system was implanted in the patient. The bifurcate was implanted from the right side, from just below the level of the renal arteries, and was extended distally into the right iliac artery with an extension. The right internal iliac was coiled. The contra limb was implanted proximally within the bifurcate gate approximately aligned with the bifurcate flow divider markers, and implanted distally into the left common iliac artery. The limbs crossed over each other within the distal sac. Contrast injection confirmed a large area of contrast outside the stent graft primarily along the patient¿s left side of the aneurysm just below the level of the bifurcate flow divider. The contra gate was seen ballooned, and contrast was also observed outside the bifurcate during contra ballooning. Final angio image could not confirm that the endoleak had resolved. No other obvious stent graft issues were observed. The exact source and cause of the endoleak could not be determined from these limited still images. It is possible that this was a type IV blush endoleak, but cannot rule out a type iii fabric, or a type iii junction between the bifurcate and overlapping limbs.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was moderate calcification and minor tortuosity. No abnormality was noticed during the inspection prior to use. No pre-dilatation was performed. It was reported that during the procedure the physician observed an endoleak at the junction between the 16/16/95 and the 16/24/120 endurant stent grafts and thought it will lead to rupture of aneurysm. The physician relined the limbs with a 16/13/95 endurant stent graft, resolving the event. The physician determined that the cause of the event was that the membrane of 25/13/170 had leakage. No additional clinical sequelae were reported and the patient is fine.